Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button was stuck down. The customer blood glucose level was unknown. Customer stated that they remove battery and press and hold the esc button for 30 minutes and insert a new battery, tried to complete the process and insulin pump worked. The device will not be returned for analysis.